Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. The pse evaluated the unit and confirmed the reported issue. The pse found that the unit would need a new power switch overlay. During evaluation of the unit, the pse also observed that the pressure accuracy test was out of specification. The pse found that the unit would need a new data acquisition (da) board. The pse replaced the power switch overlay to resolve the reported issue. The pse replaced the da board to address the issue of pressure accuracy test failed. The pse also replaced as part pm the unit's oxygen inlet filter, air inlet filter and cooling fan filter. Unit was tested and passed. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance (pm), the manufacturer's product support engineer (pse) reported the green color led turned off. There was no patient involvement reported.